Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, (2) samples were hemolyzed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, (2) samples were hemolyzed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two (2) photos for investigation. After review and analysis, traces of hemolysis were observed in the second photo within the tube on the left. A total of 30 retained samples underwent a visual inspection for additive defects. None of the 30 retained samples failed for additive defects. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.